Event description:
It was reported that patient had a mark on leg, under where arctic gel pad. It looks like a potential burn from pad or could be a pressure area. Patient was moved into prone position without pad adjustment. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter's phone number that is provided is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that patient had a mark on leg, under where arctic gel pad. It looks like a potential burn from pad or could be a pressure area. Patient was moved into prone position without pad adjustment. It was unknown what medical intervention was provided. Per follow up information received via mail on 15jan2025, issue resolved as it was discovered at the end of therapy, so therapy was stopped and pad removed. Nothing has been done to repair pad it was discarded. Device not repaired would be looked in service by sa representative soon. Device removed as it was end of therapy anyway. No medical intervention given.

Manufacturer narrative:
The reported issue was inconclusive, as any reported reactions with the patient could not be tested and the state of the pad could not be evaluated based on the returned information. The root cause of the reported issue could not be identified. The labeling is found to be adequate. Per the IFU: contraindications -there are no known contraindications for the use of a thermoregulatory system. -do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. -while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. And -the clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. For small patients (less than or equal to 30 kg) it is recommended to use the following settings: water temperature high limit less than or equal to 40 degree c (104 degrees f); water temperature low limit greater than or equal to 10 degrees c (50 degrees f); control strategy equal to 2. It is recommended to use the patient temperature high and patient temperature low alert settings. -due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. -skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arctic gel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. A DHR review is not required as the lot number is unknown. The initial reporter's phone number that is provided is (B)(6). The initial reporter's fax number that is provided is (B)(6). The initial reporter's zip code that is provided is (B)(6). Corrections: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.